Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction occurred and screen went black after customer charged the pump. Customer¿s blood glucose level was in 256-265 mg/dl range. Customer to continue using current pump and reportedly, the insulin delivery was able to resume.